Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The plunger assembly was found separated. The plunger cases were found separated from each other from broken screw-boss in left plunger case. Error history log review found a check syringe plunger sensor error. The root cause of the reported issue was unable to determined, no evident of pump been dropped or mishandled by customer. Actions were taken to mitigate the reported issue: replaced left plunger case. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the syringe plunger driver was starting to separate; holder broken. No patient injury was reported.